Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 349 mg/dl at the time of the incident. Customer stated that her current blood glucose was 91 mg/dl. Customer stated that when she woke up in the morning her blood glucose was 101 mg/dl. Customer¿s blood glucose level was still climbing up from 407 mg/dl and then 447 mg/dl. Customer stated that she had no other symptoms aside from being tired. Customer also mentioned that her doctor told her that she could be extremely high due to flu and pneumonia. Customer was advised to check her blood glucose value and it was 484 mg/dl. Customer was advised to disconnect from the insulin pump and perform manual injection. Customer delivered 3 units and checked after 15 minutes, her blood glucose level went up to 502 mg/dl. Customer was advised to go to nearest emergency room or call her doctor. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose levels. Customer had not alleged that the insulin pump was under delivering. The device will not be returned for analysis.